Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was not functioning. The manufacturer representative stated that the ins was likely overdischarged due to non-compliance. Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that ins was overdischarged. The patient said that it has been dead for over 2 years. A rep was going to meet with the patient in order to jumpstart the battery and clear the por. Additional information received from a manufacturer's representative. It was reported that the representative met with the patient but they didn't bring their charger because they didn't know they were supposed to. The representative gave the patient their card and the patient was instructed to call the representative. They discussed having the patient bring their charger fully charged. Additional information received from a manufacturer's representative on 2019-mar-08. It was reported that the patient's device was reset but they noted that the battery would not hold a charge. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative. It was reported that the surgery was scheduled for (B)(6) 2019. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the ins not holding a charge was unknown. The patient was referred to a surgeon for replacement. No further complications reported.